Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the right ventricular (rv) defibrillation coil, and superior vena cava (svc) coil were beyond the expected upper range. Svc defibrillator lead impedance alert occurred on (B)(6) 2016 for values greater than 200 ohms. Rv defibrillator lead impedance alert occurred on (B)(6) 2016 for values greater than 100 ohms. Concomitant product: ddbb1d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported that the patient came into the office after hearing a device alert. Interrogation showed a high superior vena cava (svc) coil impedance alert had triggered for the right ventricular (rv) lead two days prior for a high, out of range measurement. It was noted at that time that the rv defibrillation coil had also risen slightly. The svc coil was programmed off at that time. It was noted the following day that there was an rv defibrillation coil breach and that the impedance was high and out of range. It was further noted that both the svc coil and the rv defibrillation coil had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.